Event description:
It was reported to philips that the therapy button is malfunctioning. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported.

Manufacturer narrative:
The customer worked with the technical support representative. The customer confirmed optical switch is issue. Upon conclusion of the evaluation, it was determined that the optical switch requires replacement. It was replaced by the customer. The device works again and was put back into service.